Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited far r oversensing and an inappropriate capture on the right ventricular chamber. Upon interrogation, fluoroscopy confirmed the lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025 . The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited far r oversensing and an inappropriate capture on the right ventricular chamber. Fluoroscopy confirmed the lead dislodgement. The ra lead was explanted and replaced on 11 aug 2025. The patient was in stable condition.

Manufacturer narrative:
Correction b6: fluoroscopy confirmed the lead dislodgement.